Event description:
On (B)(6) 2020 resident in a was tested in house and results came back (positive). Was then swabbed with a nasopharyngeal swab on (B)(6) 2020. That swab was sent to the state hygienic lab for processing. It came back negative. Swabbed a second time on (B)(6) 2020, and sent state hygienic lab, that result also came back negative.